Event description:
Report 2 of 2 for event it was reported by the sales rep in china that during a meniscal repair procedure on (B)(6) 2024, it was observed that the omnispan meniscal repair 27deg device sleeve was broken off, changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfray be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d11: concomitant med products and therapy dates: omnispan meniscal repair 27deg device, (B)(6) 2024. E1: the initial reporter's complete facility address was not provided. A photo was returned to j&j medtech orthopaedics for evaluation. Then j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual inspection reveled that two silicon sleeves are broken into two pieces. The rest of the device is not shown in the photo provided. The overall complaint was confirmed as the observed conditions of the two omnispan meniscal repair 27deg would have contribute to the complained devices issue. Based on the investigation findings, the potential root cause for the sleeves condition can be traced to procedural variables, such as handling of the device or product interaction during procedure; the needles were not connected as intended and consequently the sleeves were pulled, resulting in the sleeves breaking. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfray be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. UDI (B)(4).